Manufacturer narrative:
The manufacturing and sterilization records were reviewed and no issues related to the nature of the complaint were found. The device was not removed.

Event description:
It was reported to nevro that the patient developed an infection. The patient believes the infection may have been due to improper wound care. Nevro attempted to obtain additional information regarding the nature of the infection but was unsuccessful. The patient was given IV antibiotics and is currently using their device to find effective pain relief.